Event description:
A false low advia centaur cea result was obtained by the customer and questioned by the physician. The original sample tube was rerun and the repeat result was higher. There was no report of adverse health consequences due to the discordant advia centaur cea result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found a kinked sample probe tubing that may have been a contributing factor. The instrument is performing within specifications. No further evaluation of the device is required.